Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported 3 infusion headsets have not adhered to his skin correctly, and he believes the self-adhesive is defective. No adverse event was reported. The alleged product was requested for evaluation.